Event description:
This report summarizes 6 malfunction events, where it was reported there was reduced brake force. There was no patient involvement.

Manufacturer narrative:
The remaining device was evaluated in the field and the issue was confirmed; the device had a broken/damaged component. The device was repaired and returned to use.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were evaluated in the field and the issue was confirmed; 2 devices had worn components, 2 devices had broken/damaged components, and 1 device had an alignment issue. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, where it was reported there was reduced brake force. There was no patient involvement.